Manufacturer narrative:
(B)(4).

Event description:
The surgeon was installing the 4th and final cage. He placed the cage and started tapping it into place, when the calix t/p inserter broke (i.e. The inner shaft detached from the t- ball handle). The surgeon placed the cage back into position. The surgeon used vise grips on the rod and a mallet to back the cage out under decompression of the disc space. The surgeon spent approximately one hour getting the cage back into position. The surgeon used x-rays to verify the movement and final placement of the cage. The patient did not sustain any injuries as a result of the procedure.